Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated and there was no magnet response from the device. It was also reported that the patient was lost to follow up. The device was explanted and replaced. No patient complications have been reported as a result of this event.